Event description:
Rn drew blood for labs and blood cultures. When attempting to transfer the blood into the blue (aerobic) blood culture bottle, the blood did not transfer into the bottle (no visible suction occurred). A new blue (aerobic) blood culture bottle and vacutainer transfer device were obtained and again, the blood did not transfer into the bottle and the blood had to be manually pushed into the bottle. Unable to retain the items due to having blood on them, but I have listed the information.